Manufacturer narrative:
Method: analysis of programming history.

Event description:
During a review of the vns pt's device programming and diagnostic history, it was noted that the programmed settings had been changed to unintended settings due to an interrupted system diagnostic test that was performed at the office visit. The device settings were changed at the office visit, however, the off time was programmed to 30 minutes rather than the intended 0.5 minutes. The next time the pt was seen was almost a year later, where the device off time was re-programmed to 5 minutes.